Event description:
Livanova deutschland received a report that patient side of a heater-coolersystem 3t was not pumping water during set up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. I then replaced patient pump 1 and ran the system with no issues. I then verified that vacuum seal and returned unit to the customer. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history (DHR) review has been performed and identified that the unit was manufactured in 2013 and no other similar events have been reported.no short-term or long-term trends have been detected for the reported type of failure.based on the collected information and considering investigation results of previous similar complaints, it cannot be ruled out that the most likely root cause of the reported event can be traced back to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase .

Event description:
See initial report.